Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
It was reported the patient experienced an infection and pain at the implant site as well as skin overgrowth. In (B)(6) 2012 (specific date not reported) the patient underwent skin reduction surgery. In (B)(6) 2013 (specific date not reported) the patient underwent a second procedure for skin resection. On (B)(6) 2013, the patient was administered general anesthesia to facilitate an abutment exchange. The implanted device remains.